Event description:
Patient reported "having numerous issues medical issues". This record is for the right side. Additionally, healthcare professional report capsular contracture, baker grades IV and inflammation. Healthcare professional reported bloating, inflammation, hair loss, acne, breathing issues, ¿breast implant illness¿ which are not considered device related. Device has been explanted and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade IV.